Manufacturer narrative:
Consumer reported feelings of discomfort in both eyes while using product. Consumer was prescribed cravit ophthalmic solution but was not diagnosed. Medical documentation from the doctor was not provided. Consumer is recovered. Complaint sample was returned and evaluated. Result of evaluation showed a puncture hole in the center of the lens. A review of the lot device history records is in progress.

Event description:
Consumer reported a feeling of discomfort upon initial use of product. Consumer wore same lens in alternate eye on following day. Once again, consumer experienced discomfort. Consumer visited an eye clinic for reported discomfort in both eyes and stated that the doctor did not provide any diagnosis but did prescribe cravit ophthalmic solution. Consumer is recovered. Medical documentation from the doctor was not provided.

Manufacturer narrative:
A review of the lot device history records concludes that the product was manufactured, packaged and released according to global and plant product specifications.